Manufacturer narrative:
Correction to h8 usage of device: initial use of device. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned to olympus for inspection and was discarded by the user. The lot/serial number could not be retrieved from the user; therefore, a device history record review could not be performed. Based on the results of the investigation, the event description describes that the distal end of the electrode broke during a hysteroscopy/myomectomy. There were no reports of fracture fragments falling into the patient's body. The electrode was replaced, and the procedure continued or ended. There was no delay reported in the procedure. The reported issue and damage can be attributed to usage-related wear and tear. The loop wire at the distal end of the hf-resection electrode wears out during use and may break, burn or melt. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the hf-resection electrode, loop, 24 fr., 0.2 wire, medium, 12° was broken. The issue occurred during a therapeutic hysteroscopy combined with hysteroscopic myomectomy procedure. The procedure was completed using a similar device. There were no reports of patient harm.